Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported by the patient that they underwent a gynecological procedure and mesh was implanted. The patient reported that the device was causing unbearable pain/burning and itching constantly a sense of cutting like a cheese wire. The device has been removed. The patient reported this has left them with chronic pain throughout pelvic region for life. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to FDA: 6/26/2020.